Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, lock line was observed to be stuck in clip delivery system(cds) while retraction. The lock line was removed from the anatomy along with the cds and the procedure was terminated. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis confirmed the reported mechanical jam associated with inability to remove the lock line and lock line knot (material deformation). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. Based on the information reviewed, while the inability removing the lock line appears to be the result of the lock line knot (material deformation), a cause for how the knot formed could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 2199 no consequences or impact to patient. Medical device problem code: 4012 physical resistance / sticking. Codes added: health effect- impact code: 4641. Medical device problem code: 2983,2976.